Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could only feel one of their leads and was worried that one may have dislodged. The lead remains in use. No patient complications have been reported as a result of this event.